Event description:
Reportedly, lot number could be p6d532. After firing, the anvil could not tilt and the tissue was not cut completely, then the device could not be removed properly. Then, separated the anvil from the removed and pulled back the instrument, and then removed the anvil by force. The tissue was fired again with another ceea device. The firing was performed properly. Procedure: lar double staple.